Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have a ventilator inoperative error appearing. No specific error code was reported. There was no patient involvement, and no harm or injury reported. The device was evaluated by a philips field service engineer who performed diagnostic testing. The system was found not to be working and giving a ventilator inoperative condition. Reloading the software and resetting the main system printed circuit board assembly did not resolve the issue. The system printed circuit board was replaced and the software was reloaded. Calibrations were completed. After repair and calibration, the system worked fine.